Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturerâ¿¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 400cc mentor memorygel breast implant prostheses and experienced right-sided rupture and grade ii breast ptosis and left-sided device migration postoperatively. In addition, the patient experienced bilateral nipple asymmetry. As a result, the patient underwent bilateral removal and replacement with two 650cc mentor memorygel breast implant prostheses (catalog #: shpx650, left serial #: (B)(4) right serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 23-aug-2021, the suspected medical device was returned for evaluation. On 1-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).